Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as surgical impact opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ crease / folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. ¿ other-technical: unable to observe through visual inspection as it is a physiological phenomenon. ¿ malposition: unable to observe through visual inspection as it is a physiological phenomenon. ¿ lymphadenopathy: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (nick other) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported ¿capsulare contracture baker grade I, the flexibility and shape of the breast are normal, intracapsular rupture, diffusion of silicone, silicone perspiration, deflation, folds, waves, rotation, color modification and adenopathy¿ diagnosed via ultrasound. This record is for the right side. Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade I, "intracapsular rupture", "diffusion of silicone", "silicone perspiration", "folds", "waves", "rotation", "color modification", "siliconome", and "adenopathy¿ diagnosed via ultrasound. Device has been explanted.

Manufacturer narrative:
Clarification to b3 date of event: partial date august 2024. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "adenopathy"; "intracapsular rupture"; "rotation."